Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report clip opening. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The first clip delivery system (cds 00316u177) was advanced to the mitral valve, and the clip was deployed; however, the clip opened to 40-60 degrees. After a second clip (00324u155) was deployed to further reduce mr, the mean pressure gradient increased to 7mmhg. Two clips were implanted, reducing mr to 1. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported unintended movement of clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.